Event description:
Patient reported, right side rupture. The device was explanted and replacement with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed, as unidentified (tear) opening. Broken device assessed, as unidentified (tear) opening (shell thickness within specification). And missing shell assessed, as inconclusive. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. The device was explanted and replacement with a non allergan device.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return for lab analysis has been requested. No additional information is available at this time. Reason for reoperation: rupture. The device photos have been provided, visual analysis was performed using photographs of the device which identified red particle material on the surface of the shell and rupture was observed. The reported event of rupture was confirmed through analysis however it was not possible to determine the root cause. No other information is available at this time to determine any other probable cause and/or the exact cause of the event. This is a known potential adverse event addressed in the product labeling.